Manufacturer narrative:
Reporter reported that a resident was burned. Their skin reddened (didn't blister). It was not a terrible burn. Dr looked at it and decided no treatment was necessary. Device has not been returned for evaluation at this time. Investigation is still on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that the end that plugs into the instrument being used pulled apart and caught fire and burned the user.